Manufacturer narrative:
This compliant is still under investigation. Depuy will notify the FDA of the results of this investigation, once it has been completed.

Event description:
After the primary surgery, the pt had a pain, however, the cause was not clear. The pain became worse and the pt had a difficulty in movement. The doctor doubted infection or hypersensitivity, and the insert and head were removed for lavage. No infection was found and no problem has been confirmed so far.